Manufacturer narrative:
(B)(4). Conclusion code: as per dfu for this lens model, vticls are contraindicated for patients with pre-existing keratoconus. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.0/+2.5/80 diopter, in the patient's left eye (os) on (B)(6) 2015. The surgeon noticed lens rotation not associated to a low vault and decided to reposition the lens. Despite three attempts of lens repositioning, the problem was not resolved. The surgeon plans to exchange the lens.